Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause could not be determined. The foreign material could not be conclusively identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it is unknown if reprocessing was performed according to the instructions for use (IFU). It was noted that in general, the customer was trained by olympus for reprocessing in accordance with IFU but no further information was provided. The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual chapter 3 "preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual chapter 5 "reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus the evis lucera elite gastrointestinal videoscope, was leaking. The issue occurred during maintenance. The procedure was unknown and it was completed using the same set of equipment. There are no reports of patient or user harm associated with this event. The device was returned to olympus and the evaluation found a white contamination in the air/water channels. This report is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: light cover glasses were chipped; light cover glasses adhesive was pitted; optical over glass was scratched; optical cover glass adhesive was pitted; distal end cap was leaking; distal end adhesive was lifting; and biopsy channel was leaking. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.